Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. It was also found the customer had a button error alarm. The customer also reported a weak battery alarm occurred when the battery was replaced. Customer's blood glucose was 49 mg/dl. Customer treated their blood glucose with glucose tablets. The customer reported possible moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump monitor for few hours then run the self-test and no weak signal alarm during testing. No scrolling numbers during test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.